Event description:
A home patient (hp)'s nurse contacted baxter's technical service center reporting that the supply bag fell off the table and became disconnected during dwell cycle. The hp had immediately ended therapy. No troubleshooting required. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the bag separation, the hp did not remember exactly how the bag fell, however, the hp confirmed that she had not noticed any defects on the bag or cassette that day. The hp confirmed that she did not have any injury or harm as a result of this incident. The hp informed that she had discarded the supplies already, and did not have the lot numbers. The hp verified that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.